Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error several times. The device had also alarmed compromised force sensor system over the weekend; the alarm occurred during the priming process. The drive support cap was sticking out. The insulin pump was not returned for analysis at this time.